Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) received following additional information: the breakage on harmonic ace instrument occurred when it was inside the patient's body. The fracture happened within the surgical field of view, and the surgeon removed the fragment under direct visualization. The retrieved fragment was assembled with the device, confirming the device was intact. The patient did not require readmission. A review of the provided images showed the instrument packaging and did not show obvious damages to the distal end of instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade at roughly 0.10¿ from the base. Size of missing piece was approximately 0.084¿ x 0.521¿ and the broken piece was not returned. The broken blade caused the instrument to fail energy recognition test on an in-house generator. The instrument failed an energy recognition test on an in-house generator due to having a broken blade. The probable root cause of broken blade is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument presented a message stating "tighten the component". After multiple unsuccessful attempts, the instrument was replaced. The procedure was completed with no reported injury.